Event description:
On (B)(6) 2025, the user reported low blood glucose events while using the insulin pump, with a recorded low of 50 mg/dl lasting approximately one hour. The device provided alerts for low bg, and the user self-treated with mango juice. Bg levels at the time of reporting were approximately 90 mg/dl. The user recently had device target settings adjusted. No device malfunction or failure was reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.